Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device. Malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 38, which was confirmed in device history; the user was instructed to restart the device, and although the alert initially cleared, a subsequent alert recurred after restart, leading to device replacement and education on backup therapy. Symptoms included no adverse clinical effects, and blood glucose reportedly remained stable around 140 mg/dl. Outcomes included temporary interruption of insulin therapy with continued cgm use and transition to a replacement device. Investigation included device history review, guided restart, verification of device charge, assessment of alert timing relative to insulin delivery, and patient instruction to synchronize data and shut down the device prior to return. Investigation of this device revealed a persistent device alarm consistent with a malfunction of the pump electronics or firmware that was not resolved by restart, necessitating replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.